Manufacturer narrative:
Patient initials: (B)(6). Implant and explant dates: device is an instrument and is not implanted/explanted. (B)(4). Manufacturing location: (B)(4). Manufacturing date: 04july2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal tibia procedure on (B)(6) 2015 the tip of the screwdriver broke off into the head of the screw. No attempts were made to retrieve the tip of the screwdriver but x-rays were taken and confirmed that the tip remains in the head of the screw, implanted in the patient. The surgery was successfully completed with no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned screwdriver shaft was examined and the complaint condition of broken tip was able to be confirmed as the distal 2.5mm of the hexagonal tip was broken off and not returned. A definitive root cause was unable to be determined however the failure mode is consistent with the application of excessive/off-axis force. The complaint is confirmed. The returned small hexagonal screwdriver shaft (314.55) is noted in three system technique guides: 3.5mm lcp proximal humerus plate, 3.5mm va-lcp proximal tibial plate and 3.5mm lcp low bend medial distal tibial plate aiming instruments. In each system the driver shaft is available for the insertion of screws with small hexagonal recesses (2.7mm cortex, 3.5mm cortex, 4.0mm cancellous, etc.). The returned screwdriver shaft was examined and the complaint condition of broken tip was able to be confirmed as the distal 2.5mm of the hexagonal tip was broken off and not returned. A definitive root cause was unable to be determined however the failure mode is consistent with the application of excessive/off-axis force. The complaint is confirmed. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of the device. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.